Event description:
"Needle disengaged totally and collagen spilled." Findings: there was no injury to patient or staff. Inamed is reporting this event because recurrence of the event is a potential injury.